Event description:
Legal counsel for patient reported that patient underwent total m2a hip arthroplasty on (B)(6) 2012. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, metallosis, nerve damage, foot drop and a fractured femur. A review of invoice history confirmed the primary surgery date and that patient does not have a m2a-magnum hip system implanted. Additionally, review of invoice history revealed that a revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular liner, modular head and to implant cables on the femur. The femoral stem remains implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.